Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a spontaneous fracture of the ceramic head of thr on (B)(6) 2016 requiring revision surgery on (B)(6) 2016.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2017. The review noted: the ceramic head was reassembled. Approximately 99% of the head was returned. A continuous metal transfer ring was observed on the taper of the head, indicating proper seating between the stem trunnion and head taper. The reconstruction shows a generally longitudinal fracture pattern. This type of pattern is created by hoop stress created by the wedge effect of the stem trunnion. The fracture pattern is consistent with the application of the device. Medical records received and evaluation: a material analysis has been performed. The report concluded: a continuous metal transfer ring was observed on the taper of the head, indicating proper seating between the stem trunnion and head taper. Based on crack propagation, the head likely fractured due to internal hoop stress. No material or manufacturing defects were observed on the surfaces examined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a material analysis report concluded: a continuous metal transfer ring was observed on the taper of the head, indicating proper seating between the stem trunnion and head taper. Based on crack propagation, the head likely fractured due to internal hoop stress. No material or manufacturing defects were observed on the surfaces examined. However the exact cause of the fracture event could not be determined because insufficient information was provided. Additional information, including pre and post operative reports, x-rays, and patient notes are needed to fully investigate the event.

Event description:
The customer reported a spontaneous fracture of the ceramic head of thr on (B)(6) 2016 requiring revision surgery on (B)(6) 2016.